Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that this event appears to be sample related and did not require further assistance. Quality controls were within range at the time of event. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was re-spun and repeated on an alternate instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.